Event description:
Following a bedside exam, the operator left the pt beneath the unit and adjusted the device for an upright exposure. It was reported that the unit unexpectedly moved downward onto the pt. The operator did not push the emergency stop button (which halts all system movement) until the unit had pinned the pt. As the pt's chest was pinned beneath the unit, the pt died. The pt had compromised lung capacity due to a previous condition.